Event description:
It was reported the balloon ruptured beyond its rated burst pressure during an arteriovenous hemodialysis fistula graft dilatation at the venous anastomosis of a very tight stenosis. Following removal of the balloon catheter, it was noted the balloon material was missing from the catheter shaft and had detached in the pt. The pt underwent graft revision and incidental retrieval of the balloon material. The pt's condition is good. The device was returned, evaluated and retained by this MFR. The engineering evaluation evaluation indicated the balloon was detached from the catheter shaft and not returned for evaluation. Adhesive was noted on both balloon bond areas. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. It was indicated this balloon was used in a very tight stenosis as well as inflated beyond its rated burst pressure. These factors may have contributed to this event. The co's directions for use state" "the rated burst pressure should not be exceeded..inflation in excess of rated burst pressure may cause the balloon to rupture... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation. Immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."